Manufacturer narrative:
It was reported that the compressor connected to the device couldn¿t be started, and that there was no electricity to the main board display. It was judged that the transformer was faulty and the recommendation was to replace it. Our field service engineer was not requested to resolve the issue why device logs and a field service report weren't available. Telephone communication indicated that the compressor was normal. No further information was received despite requests. The conclusion is that the compressor transformer most likely was broken. As no goods were returned for investigation, the root cause why the transformer failed could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref. #: (B)(4).